Event description:
The caller alleged discrepant results when repeated test with inratio; the results are as follows: inratio 6; inratio 1. The caller also provided the lab results which was done one day later than the repeated test. The lab test results are as follows: lab result 1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio repeated test provided by end-user at time complaint was filed: inratio: 6; inratio: 1; average: 3.5; sd: 3.54 % cv: 101.02. The %cv is greater than 20% and criteria is not met as per internal procedure tr#0150 (rev 2) so functional testing will be performed as part of the complaint investigation. End user also provided the lab test results which was done one day later. Result#: 1, inratio: 6, lab 1, mean: 3.5, confident limits: 2.0-5.0. Result#: 2, inratio: 1; lab 1, mean: 1, confident limits: 0.8-1.2. The mean for result #1 is not within confident limits as per internal procedure. The mean for result #2 is within confident limits as per internal procedure. The product will be investigated. The end user provided a lab test result which was done one day later. As per internal procedure, if the time elapsed exceeds three hours, there is a high possibility that the discrepancies are due to change in status of the patient.